Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to the first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that two speedband superview super 7 were used in the esophagus during an esophagogastroduodenoscopy (egd) variceal banding procedure performed on (B)(6) 2026. During the procedure, the bander was loaded but unable to deploy. Multiple attempts were made; however, the bands did not release from the ligator. A second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.